Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels and large ketones; bg values not provided. A correction bolus via pump and insulin pens were administered to address bg/dka. Pump system check was performed with tandem technical support (cts) and air bubbles were observed. Reportedly, customer primed the tubing until the air was remove. Current bg was 378 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management and to change the infusion set site.